Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported tissue damage could not be determined. Additionally, reported tissue damage is listed in the mitraclip instruction for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted without issue. A second cds was advanced and during the first grasping attempt, a hematoma [tissue damage] was observed on the posterior leaflet. No treatment was performed. Two clips were implanted, reducing mr to <1. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.